Event description:
During a surgical procedure, a reprocessed single-use device, arthrocare wand, became extremely hot in surgeon's hand. The surgeon noticed a white plastic band above the cautery device had melted and popped off into the patient's knee. The band was recovered without difficulty per surgeon.